Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump had missing end cap sticker. Pump was received with out the original pump belt clip. No damage on pump belt clip slot. Unable to perform rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 306 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.